Manufacturer narrative:
Initial reporter- phone number : (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side device. Device had been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: observed creases on the device. No further actions are required as the device was implanted.

Event description:
Patient has further reported that an MRI to confirm the diagnosis of suspected intracapsular rupture had with the ultrasound.